Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v013723, implanted: (B)(6) 2007, product type: lead; product ID 3587a, lot# l84198, implanted: (B)(6) 2000, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that about a week before the call the patient had pneumonia. It was stated that the patient had been acting confused, but it had turned out to be a urinary tract infection, (uti). It was stated that a CT scan had been done yesterday ¿due to possible stroke.¿ it was stated that the patient¿s body ¿was shaking all over¿ ever since. It was stated that the patient had been taken to the emergency room and then back to the nursing home when the shaking was noted. It was stated that the uti had put the patient back in the hospital. The caller stated that the patient had not used the implantable neurostimulator (ins) ¿in years¿ and wanted to know if the ins was still working. It was noted that the caller would get new batteries for the controller to check the device. It was noted that the patient was in a nursing home and the caller didn¿t believe the patient had used the ins in 5 or 6 years. It was noted that the patient was unable to get a managing healthcare professional (hcp) due to health issues. It was further reported that th e caller had changed the programmer batteries and turned the ins battery off. It was reported that this action stopped the shaking. It was noted that the caller asked if keeping the ins in could hurt the patient. It was further noted that the caller requested a manufacturer¿s representative to check the battery on the patient¿s stimulator.